Event description:
The accounts maintenance stated the siderails are staying locked out and he cannot get the motor power to turn on. The power supply circuit board was signs of fluid on the board.

Manufacturer narrative:
The accounts maintenance replaced the power supply circuit board to repair the bed.